Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Actual event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 31mm mechanical mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.